Event description:
The patient's generator was replaced. The explanted device was discarded by the facility.

Event description:
The patient's mother reported that the patient had a long, breakthrough seizure that she was concerned was due to low vns battery. The patient went to the ed. Diagnostics from the last clinic visit before the seizure were within normal limits. Further information was received from the office of the neurologist. The nurse stated she spoke to the doctor about this issue and he said he has no way of knowing the cause of the breakthrough and they are currently looking to get the patient into an emu and to proceed with battery replacement. There are no external factors known at this time. Further information was received from the case manager stating the patient had another breakthrough seizure. The breakthrough seizures are noted to be an increase from the patient's baseline. No other relevant information has been received to date. No known surgical intervention has been taken to date.